Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable became severely damaged due to being forcefully removed from the pump. As a result, the usb cable was no longer usable to charge the pump. Reportedly, the customer was able to charge the pump with an alternate cable. Customer¿s blood glucose value was between 85-120 mg/dl.